Event description:
Information received indicates the head of the bed is drifting.

Manufacturer narrative:
The technician found the valve guide sticking. The technician replaced the valve guide to repair the bed.